Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device passed all operational specifications. Therefore, the reported condition was not confirmed. An assignable root cause was not determined. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a knee surgery, it was observed that the motor device speed dropped from 80 rotations per minute (rpm) to 45 rotations per minute (rpm) in the middle of cutting a tibia. According to the reporter, the device was tested after the procedure from the "admin drill test function" and the maximum speed of the device was 45 rotations per minute (rpm). There were no delays to the planned surgical procedure as a spare device was available to complete the surgery successfully. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.